Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. This device delivered six bursts of anti-tachycardia pacing (atp) as well as two electric shocks. Technical services (ts) reviewed the device data and determined that the therapy was a result of atrial fibrillation (af) with rapid ventricular response (rvr). Ts provided device reprogramming recommendations. This device remains in service. No additional adverse patient effects were reported.